Event description:
It was reported that this right atrial (ra) lead exhibited noise, high pacing impedance, no capture at maximum output. Boston scientific technical services (ts) discussed that lead was likely to have fractured. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned due to fracture and loss of capture (loc). No additional adverse patient effects were reported. Additional information indicated that ventricular tachycardia (vt) is below detect rate and patient experienced syncope at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, high pacing impedance, no capture at maximum output. Boston scientific technical services (ts) discussed that lead was likely to have fractured. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, high pacing impedance, no capture at maximum output. Boston scientific technical services (ts) discussed that lead was likely to have fractured. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned due to fracture and loss of capture (loc). No additional adverse patient effects were reported.